Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Visual analysis of the photographs identified: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. No further actions are required since no issue in the manufacturing of the device is observed. Based on the device analysis grid, the assessments of the complaint are: no complaint against the device: event is not applicable for analysis. As per the investigation procedure observed creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported replacement due to contralateral side event. It was later reported that capsular contracture was observed. Device has been explanted. This relates to the right side.